Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate an 87-year-old male patient, the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device and battery was returned to a zoll certified service provider for evaluation. The device and battery performed to specification. The device passed the final test and was recertified and returned to the customer. Review of device activity log showed the device prompted "low battery" warnings before shutting down. The battery logs showed charge as low as 13%, supporting the low battery condition. There was no indication of a malfunction with the device or battery. Calibrating the battery as instructed by the operator's manual will ensure that the battery can correctly communicate its charge level to the device. It's noteworthy to mention, the surepower battery pack operator's manual informs the user "for all battery packs older than three years, zoll recommends manual testing and recalibration every three months." This particular battery was manufactured in 2016. Analysis of reports of this type has not identified an increase in trend.